Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The disengaged plastic was not returned. The reported condition was confirmed. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used in the laparoscopic lower anterior resection for the tissue around mesocolon and mesorectum. In less than 3 hours of surgical time, at the end of the procedure, it was found that the insulating material at the base part of the electrode on the fixed side was missing when scrub the nurse tried to do the cleaning of the jaw of the device. A new device was used to complete the procedure. The missing part was unknown. The generator connected was ft10. The operation port was air seal 12mm. No other intervention was done to verify that there were no parts left in the patient's cavity.